Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("ultrasound was performed and showed essure implants visible in bilateral uterine comua") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / pain during sex") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 1 month 29 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and pain in extremity ("legs pain / thighs pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure device, tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation had resolved, the dyspareunia, abdominal pain and pain in extremity was resolving and the fatigue outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, fatigue and pain in extremity to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: essure implants visible in bilateral uterine comua. Most recent follow-up information incorporated above includes: on 7-mar-2019: plaintiff fact sheet received. Events added from pfs- dyspareunia (painful sexual intercourse), fatigue, abdominal pain, legs pain / thighs pain, did not undergo confirmation test. Reporter information, aka name were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("ultrasound was performed and showed essure implants visible in bilateral uterine comua") in a female patient who had essure inserted for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 29 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (plaintiff underwent a laparoscopic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation had resolved. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure implants visible in bilateral uterine comua incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.